Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for 2 patients. Patient 1: the initial results were 0.51ng/ml and 0.50ng/ml. Two more samples collected from this patient gave results of 0.48ng/ml and 0.50ng/ml, respectively. The samples were tested on a different instrument and results obtained were: 0.39 and 0.36ng/ml. Patient 2: a specimen collected from this patient gave results of 1.55ng/ml and 1.45ng/ml. The sample was tested on a different instrument and an accu tni result of 1.46ng/ml was obtained. A fresh sample collected from this patient gave a result of 0.00ng/ml when it was tested. The results were reported out of the lab. The customer did not report affect to patient or user in regard to this event.

Manufacturer narrative:
The specimens are collected in lithium heparin tubes and centrifuged at 8,000 rpm for 5 minutes. Qc resulted within specifications during the time of the event. A system check performed on (B)(4) 2009 was within specifications. A field service engineer (fse) was dispatched: the fse checked over the instrument and found no issues. The fse performed a diagnostic testing which passed. The fse verified the instrument per established procedures and results met published performance specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.